Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia initially associated with the user being disconnected from the ilet for a prolonged period, followed by continued hyperglycemia after reconnection, which was most consistent with ineffective insulin delivery along the infusion pathway. Clinical assessment suggests the event was driven by therapy management and use-related factors, including prolonged disconnection from the ilet and a likely infusion set¿related issue, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 13-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 574 mg/dl after being disconnected from the ilet for a prolonged period and subsequent insulin delivery issues. The user was admitted to the hospital, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.